Event description:
It was reported that the ventilators display was black. Reportedly, the unit was cycling with no alarms activated. The issue occurred during set up with no delay to therapy noted. The customer was advised to replace the display. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 07/26/2022, 08/19/2022 and 08/25/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.